Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an extracapsular rupture. The device was explanted. This record relates to the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported an extracapsular rupture. The device was explanted. This record relates to the left side.